Event description:
It was reported that a cartridge alarm 20 occurred during the pumping process. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, but the problem persisted with recurring alarms. Consequently, the decision was made to replace the pump, covered under warranty. The customer will use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.